Event description:
It was reported that the patient experienced issues with the device dislodging., and in maintaining the infusion site. Per reporter patient was receiving a subcutaneous infusion of remodulin with a current dose of 0.03157 ug/kg. It was also reported that the patient experienced infusion site soreness, itching and pain that was being treated with plo-gel. No additional adverse effects were reported.

Manufacturer narrative:
E1: facility name(B)(6). Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.